Event description:
The facility rep. Reported a fail code 703. Info. Was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter allemtped to obtain information, details were not available regarding additional contact information. The hosp rep. Stated that there were no reports of pt injury or medical intervention. No additional information is available.